Event description:
Information received from the aspire clinical database. Treatment of three unruptured sidewall ica (internal carotid artery) saccular aneurysms measuring 11.2mm x 5.6mm, 9mm x 6mm, and 4mm x 2mm. Post pipeline procedure, it was reported that the patient had hemiparesis due to an intracranial hemorrhage in right posterior sylvian fissure. There were also punctate diffusion signal changes suggesting ischemia as well as watershed in frontal parietal white matter. No other complications were reported with the patient as a result of the procedure. Same event as MDR# 2029214-2013-00642 and 2029214-2013-00643.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient reference cer (B)(4).

Manufacturer narrative:
Reviewed the source document and discovered that there was only one pipeline used (MDR#: 2029214-2013-00642) to treat the three sidewall ica (internal carotid artery) aneurysms. This MDR (2029214-2013-00644 and 2029214-2013-00644 follow-up 1) needs to be voided.(B)(4).

Manufacturer narrative:
(B)(4).